Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that a broken cable was observed at the distal end of the mega suturecut needle driver instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulleys spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found.